Manufacturer narrative:
Initial reporter number: (B)(6). (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Manufacturer narrative:
(B)(4).

Event description:
When the pressurewire aeris was being removed from the circumflex artery, 5 cm of the distal portion of the catheter broke off and remained in the artery. This occurred at a 90 degree angle from the trunk of the heart to the circumflex. It was reported that the physician used more force than usual due to resistance in the vessel. Surgery was performed to remove the portion of the catheter.